Event description:
It was reported that a malfunction alarm occurred for the customer's device. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.